Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), migraine ("migraines"), dyspareunia ("pain during intercourse") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, migraine, dyspareunia and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and migraine to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tube. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/migraines ") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("back pain"), headache ("headaches"), alopecia ("hair loss"), pelvic pain ("pain"), arthralgia ("bilateral knee pain") and pain in extremity ("left arm"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, migraine, dyspareunia and alopecia was resolving, the back pain had resolved and the headache, vaginal haemorrhage, menorrhagia, pelvic pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff suffered a painful post-operative recovery and missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral successful and tubal block. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet , new reporter, patient demographic information,essure indication permanent birth control by bilateral occlusion of the fallopian tubes and stop date, new events abnormal bleeding (vaginal, menorrhagia), pain, bilateral knee pain ,left arm were added.the event migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gum disorder. Concurrent conditions included genital bleeding and thrombosis nos. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/migraines ") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), back pain ("back pain"), headache ("headaches"), alopecia ("hair loss"), pelvic pain ("pain"), arthralgia ("bilateral knee pain"), pain in extremity ("left arm") and lung disorder ("rare genetic lung disease"). The patient was treated with ethinylestradiol;norgestimate, hydrocodone, ibuprofen, naproxen, oxycodone, paracetamol (acetaminophen) and surgery (essure removal and underwent a hysterectomy with bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, migraine, dyspareunia and alopecia was resolving, the vaginal haemorrhage, menorrhagia, headache, pelvic pain, arthralgia, pain in extremity and lung disorder outcome was unknown and the back pain had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, lung disorder, menorrhagia, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery and missed six weeks of work, unpaid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral successful and tubal block. X-ray - on (B)(6) 2010: results: bilateral successful bilateral tubal block. The following information was received from social media rare genetic lung disease. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- rare genetic lung disease. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.